Event description:
It was reported that during a follow up, increased capture threshold, decreased r-wave sensing and impedance were observed. The physician increased the output value. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.